Manufacturer narrative:
The customer detected a burning odor and observed smoke coming from the power supply for the architect (sn: (B)(4)) after powering the module on. The smoke stopped when the module was turned off. All module activities stopped, and service was dispatched. No fire or damage to the instrument or injury to personnel was reported. The field service engineer (fse) was on site and replaced the power supply, scc (pn: 7-206072-01) with scc power supply (pn 7-206072-02) which resolved the issue. No fire was observed, and no injury occurred. A review of the architect (sn: (B)(4)) service history was performed and found no contributing factors and no subsequent reports of smoking from the scc power supply were reported. A review of trending data did not identify any trends for tickets with replacements of the power supply, scc (ln: 7-206072-01). A product labeling review found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for replacing the scc power supply. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. There was no observed damage to the scc power supply. Based on the information, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke and a burning smell coming from the scc power supply of the architect i2000sr when trying to power on the instrument multiple times. The smoke went away when the power was turned off. There was no impact to patient management, user safety, or facility damage reported.